Event description:
The report is from the study. The patient was a female disease in 5 vessels. The patient had a history of hypertension, hyperlipidemia, type ii diabetes (treated insulin), congestive heart failure, and cerebrovascular disease. Blood pressure was 154/85. Lvef was 30-50%. Cardiac enzymes were normal. The indication for the index procedure was silent ischemia. The 1st target vessel was the mid right coronary artery (rca). The vessel was 3mm diameter and the lesion length was 24mm. Pre-procedure stenosis was 80% and timi flow was 3. The lesion was de novo, moderately tortuous, concentric, and had moderate calcification. The instructions for use state that the safety and effectiveness of the cypher select + has not been established in patients with tortuous vessels. The lesion was pre-dilated with a 2 x 20mm balloon at 8atm. A cypher was deployed at 14atm. A type c dissection occurred after the first stent implantation. The cause of the dissection is unk. It is possibly related to the cypher and the procedure. Another cypher was deployed at 14atm to treat the dissection. The stents were overlapping. Post-procedure stenosis was 0% and timi flow was 3. The other vessels were treated with no complications. Ivus was not used during the procedure. The patient was discharged 2 days later.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis as it was still implanted in the patient. A review of mfg route sheets was conducted and this lot of products met all requirements per the applicable mfg quality plant. Dissection is a well-known and documented potential complication of these types of procedures. Placement of an add'l stent is often the recommended treatment. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are patient and procedural factors that may have contributed to it. There is no clear indication that this event was design or mfg related.